Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) went to end of service (eos) prior to being implanted. The ICD was not used. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis found the device battery to be severely depleted resulting in the reported no-telemetry/no-output condition. The device was fully functional with nominal system current drain throughout the analysis when powered by an external supply. There was no evidence of a high current drain condition. No hybrid anomalies were observed. Based on the destructive battery analysis, the battery reached end of service (eos) prior to implant due to an internal short from copper and zinc contamination that was present on the cathode at the time of manufacturing. Copper and zinc particles then oxidized and resulted in the growth of a conductive reaction product from the anode to the cathode. The battery then shorted when the conductive product bridged the two electrodes. If information is provided in the future, a supplemental report will be issued.